Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 16may2019. Approximate age of device ¿ 1 year, 4 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient present to the emergency department with fever, shortness of breath and cough. No vad alarms were present. Nasal swab for influenza was negative and blood cultures were drawn. Cultures grew gram positive cocci and streptococcus. The patient was placed on intravenous antibiotics vancomycin and zosyn, then switched to ceftriaxone. It was reported that the patient's treatment plan was 6 months of IV antibiotics and that the patient will need to have outpatient colonoscopy to rule out colonic malignancy because streptococcus bovis is highly associated with this. CT scan performed during admission was negative for the source of the infection. A chest CT was performed during admission and a small amount of fluid near outflow graft was observed. An abdominal CT showed focal thickening on right abdominal musculature. Driveline showed no inflammation and no fluid was observed around the pump. No further information was reported.